Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement and self test. No unexpected pump error 63 anomaly during testing. Thump software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm on 02/15/2026 14:48:18.000 in the pump diagnostic trace file history. Pump 63 error due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, no pump error 63 alarm during testing. However, pump error 63 alarms in history on event date due to hardware error electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.